Manufacturer narrative:
The MFR was unable to conduct an investigation as the pt remains implanted with the device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the info available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that during an esophagogastroduodenoscopy (egd) it was discovered that a single angiectasia with bleeding was found in the proximal jejunum. The bleeding was treated with coagulation therapy and the pt was transfused with one unit of packed red blood cells. The anemia resolved on (B)(6) 2014.